Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the bottom button on insulin pump was not functioning and the center button was stuck for half an hour. Customer's blood glucose level was unknown. Customer stated that they received stuck button alarm on insulin pump. Troubleshooting was done. Customer was advised to revert to backup plan. Insulin pump will not be returned for analysis.